Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient; however, approximately 18 inches of the external portion of the distal end of the driveline was returned. A slice in the reinforcing sleeve was noted at the terminus of the distal end of the bend relief. The silastic sleeve had been cut open prior to return. The silastic sleeve was removed, and examination of the shielding and bionate revealed areas with shield breakdown. Electrical continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed and examination of the underlying wires revealed a disruption in the insulation of the red wire, approximately 3.5 inches from the metal/system controller connector. The conductors of the red wire were exposed. The disruption in the insulation of the red wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The red wire represents one of the wires of phase 3. The disruption in the insulation of the wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed and pump stoppages. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced pump off alarms only when connected to the power module. The alarms were reproducible when the patient bent over. The patient had not experienced these alarms prior to this event. The patient was asymptomatic during the events. The patient's system controller was exchanged. On (B)(6) 2015, the patient presented to the clinic and reported a red heart alarm with a beep. Pump off alarms were noted in the event history. The health professional connected the patient to a new power module patient cable and the alarm occurred again. The alarms seemed to occur when the patient bent over. An ungrounded power module patient cable was requested and provided. On (B)(6) 2015, the manufacturer's technical services representative replaced a portion of the external distal end of the driveline. There were no alarms after the repair.